Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring unexpected restart alarms. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump needed to be replaced, but declined. The device was not returned for analysis.